Event description:
Event: type I endoleak. Case detail: it was reported that a type I endoleak of the superior attachment site was detected on the final angiogram. No intervention was performed. The physician will monitor the patient.